Event description:
It was reported that a yume set for uv flash experienced air in its set up. The air was identified during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The cassette was returned and analyzed. There were no abnormalities identified during visual inspection. The device passed both clear passage and pressure testing. The problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.